Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified artificial arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for around 3 seconds. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6) hospital device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified artificial arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for around 3 seconds. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.